Event description:
A malfunction on the pump was reported. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not yet addressed the high blood glucose level, but they did not require assistance from a third party. Technical support provided instructions to reset the pump, and after following these instructions, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue arose again.